Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced leakage during use. The following information was provided by the initial reporter: material no. 324912 batch no. Unknown (provided invalid lot #: 5243869). Verbatim: consumer stated that the needle was bent at patient end during injection. Also stated that the insulin leaked from the injection site after injection. Consumer provided lot # and product #. She had difficulty reading the lot # from the bag, I asked her to send the bag with the sample. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 31gx6mm, 1ml bd insulin syringe from lot 5243889. Consumer stated that the needle was bent at patient end during injection, and stated that the insulin leaked from the injection site after injection. The returned syringe was examined, and it was observed that the cannula was bent. This syringe was tested for point geometry, outer diameter, and lube coverage (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿) and the following was observed: data: sample 1. Point: good. Outer diameter (in.): 0.0102. Lube: good. This syringe was then tested for flow, and it was observed that the syringe was able draw and expel properly. No evidence of manufacturing defect was observed. Since this syringe was returned after use, and no manufacturing defects were observed, the probable cause of the bent cannula is human factor: if the user removes or reattaches the cannula shield obliquely they may bend the cannula. A review of the device history record was completed for batch# 5243889. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200611400, 200611399] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula bent). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (leakage).

Event description:
It was reported that an unspecified number of bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced leakage during use. The following information was provided by the initial reporter: material no. 324912. Batch no. Unknown (provided invalid lot #: 5243869). Verbatim: consumer stated that the needle was bent at patient end during injection. Also stated that the insulin leaked from the injection site after injection. Consumer provided lot # and product #. She had difficulty reading the lot # from the bag, I asked her to send the bag with the sample. Date of event: unknown.